Event description:
It was reported that (1) cdh21 was used during a gastric bypass procedure. It was reported by the rep that the anvil head repeatedly detached from stapler while trying to tighten device prior to firing. The surgeon had to finally hold anvil head onto stapler with clamps in order to tighten enough to reach gap setting scale. The surgeon stated "this resulted in an inadequate anastomosis". The surgeon had to oversew the gastrojejunostomy. There was extended or time by ten minutes.